Event description:
The customer stated they received a questionable result for free t4 on their cobas e601 analyzer (serial number (B)(4)). The customer provided data for one patient with discrepant results reported outside the laboratory. The repeat testing was performed on the same e601 analyzer. The patient's initial result was 7.77 ng/dl accompanied by a data flag. The first repeat result was 7.77 ng/dl accompanied by a data flag. The second repeat result was 0.810 ng/dl which was issued as a corrected report. There were no adverse affects to the customer as a result of this event. The field service representative determined the cause may have been bad pinch tubing or the pro cell not being primed up. He replaced the pinch tubing. He ran diagnostics within specification. The customer performed calibration and quality control with passing results.